Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-24-2023. Investigation summary: four sealed 32g x 4mm pen needle samples and four photos were returned from lot. No. 2137657, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on three samples and a bent non patient end of cannula was observed on the remaining one sample. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be properly delivered. This occurred 4 times. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle npe broken, bent, and clog. According to the user's report, the drug solution did not come out from 4 needle npe. One of them was found to be bent. All needle npe were found to be bent and broken after actual samples checked.

Event description:
It was reported, while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count). The medication could not be properly delivered. This occurred 4 times. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle npe broken, bent, and clog. Accordiing to the user's report, the drug solution did not come out from 4 needle npe. One of them was found to be bent. All needle npe were found to be bent and broken after actual samples checked.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.